Event description:
The clamp which is used to hold the implant in place to the bone while the cement goes off got stuck.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The instrument associated with the reported event was not returned for examination. The investigation could not draw any conclusions about the reported event without the instrument to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.